Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving dilaudid (hydromorphone) (n/a mg/ml at n/a mg/day) via an implantable pump for unknown indications for use. It was reported that they wanted to permanently shut down the pump due to the patient was having nausea since the implant. Reviewed option to go to minimum rate in case they wanted to preserve the pump, but she stated due to the nausea the patient had to be admitted into the hospital a couple of times, so they just wanted to permanently shut it down. Additional information was from a healthcare provider (hcp) indicated that the medication was not working as expected for the patient, so they wanted the pump to be removed. However, explanted date was not scheduled yet. The patient was hospitalized due nausea and the medication not working as expected. The patient was dispatched and doing well. The pump was shutdown.